Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that the device under delivered. No reports of any patient incident involving this pump since the last baxter service event.